Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient had raw skin under the electrodes from lifevest due to rubbing after being in a bumpy truck all day for work. The patient's doctor recommended that the patient use neosporin on the irritation. During a follow up, the patient reported that the skin irritation improved.